Event description:
It was reported that upon initial insert of batteries into pico 7 pump all four lights lit up and not turn off. Try to replace batteries, made no difference. Treatment was continued with a back-up with no delay. No patient impact reported

Manufacturer narrative:
We have now concluded our investigation into the complaint reported. The device intended to be used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. Device performance data shows the device entered a non-recoverable error state. The device entered an nre state as the motor current was out of range. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.